Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A center director reported pt with symptoms of transient light sensitivity syndrome (tls) at lasik post-operative visit. Pt with complaints of light sensitivity, decreased vision, pain on left side of face, and headaches. Additional information indicated pt's topical steroid dosage was increased. Additional information has been requested. This report references the left eye. An additional report will be filed for the right eye.